Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The indication for the filter placement was chronic deep vein thrombosis (dvt). The filter was placed percutaneously via the left common femoral vein into the right external iliac vein, below the renal vein and above the bifurcation with good wall apposition. A venogram was performed showing widely patent bilateral iliac veins and inferior vena cava (ivc). An elg stent graft was noted as well. It was reported that the filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximal result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient was informed of the perforation four years and ten months post implantation. The patient also reports to be suffering from daily fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. With the limited information available and without the procedural films or post implant images to review the reported device perforation of the inferior vena cava could not be confirmed. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the perforation occurred four years and ten months post implantation. The patient also reports to be suffering from daily fear. According to the medical records, the patient¿s pre-operative diagnosis was chronic deep vein thrombosis (dvt), an abdominal aortic aneurysm and cellulitis/abscess trunk. The filter was successfully deployed below the renal veins with good wall apposition. A review of the manufacturing documentation associated with this lot (15572971) presented no issues during the manufacturing process that can be related to the reported event. Corrected data: (date of event). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and resident of (B)(6). The plaintiff underwent placement of defendants¿ optease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, perforation of her inferior vena cava (ivc). As a direct and proximal result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported perforation of the inferior vena cava could not be confirmed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel injury is a well-known complication of ivc filter implantation. The mechanism of the perforation is unknown at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and resident of (B)(6). The plaintiff underwent placement of defendants¿ optease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, perforation of her inferior vena cava (ivc). As a direct and proximal result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.